Event description:
It was reported that the right ventricular (rv) lead pacing impedance was low. The sensing decreased and was low. The threshold was high with rv tip to rv coil unable to capture at maximum output. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).